Event description:
Code blue was called on the patient. The physician was at bedside. The patient was attached to zoll pads and connected to a zoll monitor. The monitor reported "poor pad contact". Zoll pads were rechecked and then replaced. The defibrillator machine was replaced which worked normally. CPR was not interrupted for more than one minute during checks on the pads and machine. Pt expired.